Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on (B)(6) 2018 that the insulin pump did not deliver insulin. Patient reported high blood glucose of 600mg/dl and was treated with insulin pump. Troubleshooting did not occur but problem was resolved by changing insulin pump site. Customer did not state whether auto mode feature was in use at the time of incident. Will initiate follow up. Product will not be returned for analysis.